Manufacturer narrative:
Follow-up #1 date of submission 08/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2014 with the following findings:the keypad cover was found to be intact and free of damage. Evaluation revealed that all of the keypad buttons were intermittently responsive. The keypad cover was removed and evidence of contamination was observed under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was intermittently unresponsive and required hard button presses to scroll through the display. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp rag. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.